Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was use related issue due to improper technique as the pump pulled out. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient on support was taken to the catheterization lab and impella cp was repositioned under fluoroscopy due to ¿impella in aorta¿ alarms. The patient had the 14 french peel-away sheath in. This was removed. The impella cp was positioned appropriately and a reposition sheath was inserted into the arteriotomy, and forward tension was sutured. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.